Manufacturer narrative:
Date of event is estimated. It was reported that the patient underwent explant of her drg device. This was due to wound that dehisced. The left lead was unable to come out and per physicians' orders, was left in. The ipg and lead to the right side was able to be taken out. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgery for her drg device due to wound dehisced. The physician was unable to get the lead out and per physicians' orders, was left in. Related manufacturer reference number: 1627487-2023-04555, 1627487-2023-04556.